Event description:
It was reported that no alarm was issued when the non-invasive blood pressure value had fluctuated greatly and 51/12 appeared. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that no alarm was issued when the non-invasive blood pressure value had fluctuated greatly and 51/12 appeared. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The monitor was tested during onsite support and found to be operating correctly. Philips requested the logs for further evaluation, but none were provided. Based on the information available and the testing conducted, the exact cause for the reported issue could not be established.